Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the colonovideoscope was inappropriately suctioning fecal matter into the reusable water bottle connected to the scope. The event was observed at the end of a therapeutic colonoscopy procedure, during bedside cleaning. The procedure had been completed with the same device. The scope subsequently passed a leak test. There were no reports of patient harm or delay to the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.